Manufacturer narrative:
On (B)(6), 2021, novocure received additional information. On (B)(6) 2021, during a scheduled follow-up wound check office visit, the prescribing physician noted that two areas of the prior wound revision had not healed, along with a possible infection. The prescriber removed two sutures and applied a dressing. Repeat wound revision surgery was planned for (B)(6), 2021. On (B)(6), 2021, the patient reported that the prescriber instructed him to remain off optune therapy until (B)(6) 2021.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence and wound infection cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgeries affecting skin integrity. There were no reports of wound dehiscence and wound infection in the pivotal ef-11 trial. There have been 117 1% reports of wound dehiscence and 107 1% reports of wound infection in the commercial program to date.

Event description:
A (B)(6) male patient with anaplastic oligodendroglioma began optune therapy on (B)(6) 2020. On (B)(6) 2021, novocure was informed by the patient that he underwent surgery due to a soft tissue infection on the head and face. The incision was healing with sutures in place. Optune therapy was temporarily discontinued. Per prescribing physician, the patient had been hospitalized on (B)(6) 2021. On (B)(6) 2021, the patient underwent a right-sided cranial wound washout and revision at the craniotomy surgical resection site last surgical resection (B)(6) 2020). On (B)(6) 2021, the patient was discharged home. The prescriber stated while there is no evidence of direct correlation, optune therapy cannot be ruled out as a contributing factor.